Event description:
It was reported that a er220 was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the clips spitted from the jaws. The clips were retrieved from the pt. A new clip applier was used to complete the case. There ws no consequence to the pt.